Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol may have caused or contributed to the reported event. The attorney alleges that the patient had injuries, a recurrent hernia and underwent additional surgery; however, no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2008, patient underwent surgery for repair of a left inguinal hernia. As alleged, a bard/davol perfix plug, was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2012 patient underwent an additional surgery to remove the perfix plug and again repair the left inguinal hernia. As a result, the patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain, including the loss of one of his testicles and mental anguish. As reported, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective perfix plug.